Event description:
It was reported that the device was used during a gastric resection. It was reported by the rep that the tcr75 reload was given to him and it did not fire correctly during the procedure. Materials manager did not have any other details. There was no consequences to the patient.